Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Critical ram parity error occurred in address 10 05 on (B)(6) 2016. Por severity is low so the device should be able to fully recover after reset. Patient was exposed to radiation therapy.

Event description:
It was reported that the implantable pulse generator (ipg) device experienced a power on reset (por). It was noted the patient was undergoing radiation therapy. The reset was cleared and parameters were restored. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.